Event description:
The customer reported that every time the unit was powered on, a system failure, cycle power message was displayed.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.